Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828824) was implanted on (B)(6) 2022. The patient developed symptoms and the valve pressure could not be changed with either of the tools available. It was suspected that the valve was blocked preventing the setting change. Upon removal it had clearly become occluded with a clot. The surgeon has not stated that there has been a failure or malfunction with the device. The patient suffered from slit ventricles, high proteinous cerebrospinal fluid (csf) and the csf was observed to be bloody during the revision. The valve was explanted on (B)(6) 2022. The patient was fine post-surgery revision and has not returned for treatment since.

Manufacturer narrative:
The certas valve (ID 828824) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programing issues were noted.

Event description:
N/a.